Event description:
The user facility reported that during a patient procedure the audio to their hexavue custom room rack was fluctuating intermittently. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and learned that the cabling to the rack was unplugged then plugged back in incorrectly by user facility personnel, resulting in the reported event. The hexavue custom room rack operator manual states, "only trained personnel should attempt to operate the integration system and its components. Do not modify this equipment without authorization of the manufacturer." While onsite the technician counseled user facility personnel on the proper use and operation of the rack, specifically on not touching the cabling. No additional issues have been reported.